Event description:
Customer stated "sparks/flash shot out of the switch" product was returned for investigation. The product was approx. 6 years old when the incident occurred. Upon further investigation into the customers complaint, the inspector found that the cord had a small burn right by the strain relief. This is likely due to excessive bending of the cord over an extended period to time. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.